Manufacturer narrative:
The pump powered up properly after the battery installation. No blank display was noted. The pump was received with a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery or verify the prime/fill anomaly due to the motor error alarm. The pump was received with normal operating currents and passed the unexpected restart error test. The pump had a bleeding lcd glass, minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call, the insulin pump wasn't working properly during prime. The device wouldn't allow him to do anything and since then the customer has been in real bad shape. Customer had changed his site during prime and the device wouldn't respond. Issue had occurred about eight months ago. The device currently the device had no power as the device did not have a battery in place. No troubleshooting was performed on the device. The customer's blood glucose wasn't provided. The customer's father agreed to return the device for analysis.